Event description:
It was reported the lower lcd (liquid crystal display) is defective. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing segments. Analysis also found the battery contacts are compressed and the battery release is damaged. (B)(4).